Event description:
It was reported that the patient experienced a burning sensation when attempting to charge the implantable pulse generator (ipg). The patient was reportedly hospitalized due to the burning sensation. The physician believed that the burning sensation was not device related.